Event description:
It was reported that the ventilator's support arm was broken. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site by our field service engineer (fse) and a physical damage to the rail attachment of the support arm was confirmed. According to the fse, the damage was due to wear caused by use. Issue resolved by replacing the support arm and the ventilator was handed over to customer in working condition. No part was returned for further investigation, therefore the root cause can not be established by this investigation.